Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci si hysterectomy for menorrhagia, dysmenorrhea, and pelvic pain on (B)(6) 2012. Isi was provided with the operative report. Other consultants notes are included. There was no indication of a malfunction of the da vinci si surgical system, instruments or accessories during surgery. There was a report of an intraoperative complication specifically, a narrowing of the right ureter post procedure requiring an intra-operative consultation from a urologist who was able to pass a glidewire and a right ureteral stent past the point of narrowing into the right kidney. The patient then had to leave the stent in place and return at 6 weeks to have it removed. The patient was discharged from the hospital on (B)(6) 2012.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the intra-operative complication experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient experienced an intra-operative complication.